Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is displaying a blue screen and is constantly rebooting itself, not getting to windows at all. According to the customer, they tried rebooting it manually by shutting it down for a few minutes, but the issue persists. The customer will reach out to biomed to see if they can switch the unit with a spare one. Technical support (ts) informed the customer that they'll need to set up a repair or exchange. There was no patient injury reported. Investigation summary: the complaint device was received and repaired under ticket (B)(4). Nihon kohden received the device on 10/06/2023. Nihon kohden repair center evaluated the unit on 12/05/2023 and duplicated the complaint. No physical damage nor fluid intrusion was observed. Both hdds were re-imaged with cns software version 02-20 to repair the device. Based on the device evaluation and repair, the cause of the issue was hard drive corruption. Attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 09/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 09/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 09/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 09/22/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 10/04/2023 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4).

Event description:
The customer reported that this central nurse's station (cns) is displaying a blue screen and is constantly rebooting itself, not getting to windows at all. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this central nurse's station (cns) is displaying a blue screen and is constantly rebooting itself, not getting to windows at all. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) is displaying a blue screen and is constantly rebooting itself, not getting to windows at all. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is displaying a blue screen and is constantly rebooting itself, not getting to windows at all. According to the customer, they tried rebooting it manually by shutting it down for a few minutes, but the issue persists. The customer will reach out to biomed to see if they can switch the unit with a spare one. Technical support (ts) informed the customer that they'll need to set up a repair or exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.